Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. The instrument was reloaded with a full complement of staples and applied to the appropriate test media. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely and a full complement of staples was deployed and properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the partial cut may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. The instrument was reloaded with a full complement of staples and applied to the appropriate test media. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely and a full complement of staples was deployed and properly formed. Replication of the partial cut may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a hemmorrhoidopexy, the circular stapler only stapled half of the tissue. The staples that were deployed were malformed. To correct the issue, the staple line was resected and the bleeding was controlled by manual suture. The tissue damage caused is not permanent. Surgical time was not extended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.